Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a guide wire lumen kink was observed. The balloon catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for ten injections. The balloon catheter passed the performance test and electrical integrity as per specification. The inflation showed kink on the guide wire lumen under the balloon segment. Dissection showed a guide wire lumen kink at 1.34 inches from the tip inside the balloon. The reported kink on guide wire lumen confirmed through the testing for the retuned product. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.